Manufacturer narrative:
Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that a post-market clinical follow-up (pmcf) survey was conducted for axs catalyst 5 (device number unknown ¿ quantity 30), axs catalyst 6 (device number unknown ¿ quantity 38) and axs catalyst 7 (device number unknown ¿ quantity 22) and responses (double blinded) from physicians was received on 17 june 2024. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported event of device or device component not visible under fluoroscopy.

Event description:
The post-market clinical follow-up (pmcf) survey was conducted in italy. Results from the survey stated that the device was not visible under fluoroscopy was reported. No other information was provided.